Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that a secondary infusion of 100ml of acetaminophen was programmed to infuse 50ml for 15 minutes however instead of going back to the primary infusion of 1000ml of saline the pump continued to infuse the acetaminophen until it was empty. There was no patient harm.

Manufacturer narrative:
The reported event of an overinfusion could not be confirmed. Although the customer¿s dataset was received, the source device or its event logs have not been returned for this investigation. The root cause of the customer's report of an overinfusion was not identified.

Event description:
The customer reported that a secondary infusion of 100ml of acetaminophen was programmed to infuse 50ml for 15 minutes however instead of going back to the primary infusion of 1000ml of saline the pump continued to infuse the acetaminophen until it was empty. There was no patient harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a secondary infusion of 100ml of acetaminophen was programmed to infuse 50ml for 15 minutes however instead of going back to the primary infusion of 1000ml of saline the pump continued to infuse the acetaminophen until it was empty. There was no patient harm.